Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient presented for a routine follow-up after receiving an inappropriate shock due to rv oversensing. Another instance of high, out of range high voltage lead impedance was observed. Tachy therapies were programmed off. The patient was stable.

Event description:
New information received notes that the ICD was downgraded to a pacemaker. The lead was capped and replaced on (B)(6) 2016. The patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for high, out of range, high voltage lead impedance was observed. As the physician believes the patient no longer needs the defibrillator function the device was reprogrammed and the lead remains implanted. Patient was in good condition.